Event description:
Additional information indicates that this patient underwent a revision procedure and this lead was explanted and replaced with a competitor's product due to dislodgement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. No adverse patient effects or symptoms were reported. At this time, no further intervention has been performed.